Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description and returned product. No imaging was provided and only the filter was returned. An investigation of the filter did not reveal any abnormalities and the filter legs were found correctly shaped. Therefore, it would be inappropriate to speculate at what may or may not have caused the filter to tilt during deployment, but filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended during attempted filter placement. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-jug-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the filter was deployed but it was tilted, the device tilted the other direction when the user attempted to correct the tilt. The filter was removed and a competitor's device was placed. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence